Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was in the hospital for low blood glucose. Customer's pump was alarming so she disconnected from the pump for the night. Customer attempted to reconnect the next morning using the same set. Customer started acting strange so her husband took her to the hospital. Customer's blood glucose was 33 mg/dl. Customer had a possible stroke. Caller stated that he needed to be with his wife and stated that he will call back.